Event description:
Rn noted leaking from cvvh (continuous veno-venous hemofiltration) machine. Upon inspection leaking was coming from the cvvh cartridge. Rn gave blood back to the patient and took the system down. Upon inspection of the cartridge, noted the leaking to be coming from the balance chamber. This event caused no harm to the patient.